Event description:
The complainant had an impella cp pump placed to support a 56-year-old male patient admitted in an acute myocardial infarction / cardiogenic shock (ami/cgs). The pump was explanted after just 25 minutes due to optical signal loss. The signal loss was troubleshot first by automated impella controller (aic) replacement. Patient on support with the 2nd impella cp without harm or injury from interruption.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the optical signal issue has been completed. Product was not returned. The data logs were reviewed which showed "case start optical_sensor_error_controller" events and "case start optical_sensor_error_catheter" events. The 5s parameters were out of specification with snr being zero. The imc logs indicated an eeprom reading issue with "placement signal not reliable" alarms on both consoles (ic4406 and ic4407), which confirms this to be a pump issue. This could have been caused by a damaged optical fiber or other fiber connected to the eeprom, but it cannot be verified without the returned product. Immediately upon connection to aic, placement signal alarms began to trigger indicating an out-of-box failure. The cause of the optical signal issue was most likely a damaged optical fiber line but the exact location and nature of the damage is unknown since the product was not returned. Corrections to the initial MFR report: g1 MDR reporting contact email